Event description:
Caller reported an issue with the speaker and vibrate function of a pump, stating that it was too quiet. There was no reported impact to the customer's blood glucose level. Caller declined further questions and simply wanted to report the issue for this older pump, noting that the problem had been occurring for approximately a year.